Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged and broken video cable. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes (flickers) in image occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that rigid video telescope had flickering and striped image the event occurred during inspection for use. There were no reports of patient involvement.